Event description:
It was reported that the patient came to the emergency room due to a patient alert. High impedance was found on the right ventricular coil. It was noted that the patient recently had a decompensated heart failure event with pneumonia which had resolved. The patient was noted to be in end stage heart failure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable defibrillator 2011 (B)(6). (B)(4).